Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was broken and not recoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 5 rows b and c were not detected on the bus, and medication application (medapp) did not recognize pockets in those rows. A field service engineer (fse) logged into the hardware test application (hta) and attempted a firmware update; however, rows b and c were still not detected. The fse powered down the medstation, manually released all pockets, reseated the row board cables, cycled the cubie trays, and removed foil and debris from the tray liners. Each pocket was then reinserted individually, verifying detection in hta. After running acceptance tests and launching medapp, all rows were detected successfully. The customer completed inventory of auxiliary drawer 5, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.